Event description:
The manufacturer received information alleging a verify dp prox sensor failure during performance verification test of a trilogy 202 ventilator, international. There was no allegation of patient harm. The device was not in patient use. Evaluation of the trilogy 202 ventilator device is anticipated but has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.